Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid via an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. It was reported the patient's pump was not working and was either empty or needed some adjustment. There were no symptoms reported.